Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no change that led to the battery dying and the event was resolved. The patient didn¿t know what led to the lead moving. To resolve the lead moving, the device was replaced.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported that the battery was dead or something moved the leads and it went dead. Caller said this happened 2 or 3 weeks ago. It was reported that the patient got the ins replaced on tuesday, (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1j88j, implanted: (B)(6) 2018, product type: lead. Information regarding lead migration was reported in initial report. Adding concomitant product information. If information is provided in the future, a supplemental report will be issued.